Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 473161, expiration date 02/29/2016). (B)(4). Device will not be returned to manufacturer.

Event description:
Patient reportedly received results of lo (less than 10 mg/dl) on inform ii system 1, and 250 mg/dl on inform ii system 2 within 10 minutes. Caller states the test strips in the vial for inform ii system 1 had a "sticky substance" inside of the vial. The caller believes the substance to be spilled control solutions. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test strips are no longer available; replacement was sent.